Manufacturer narrative:
Qn#(B)(4). Device evaluation: the report that one half of the seal broke loose from the smartseal sheath as the sheath was being peeled away was confirmed. One smartseal sheath was returned. The sheath had been fully peeled into two sections. The seal was separated from one side of the hub. The customer also provided two photographs showing one half of the seal separated from the hub. The sample was visually examined. The sheath appears to have peeled correctly along the score line and appeared typical, except for the seal which had separated from one side of the hub. The hub and seal were microscopically examined. No defects or anomalies were observed on the hub. The seal had a large crack in the center and a small piece missing from the edge. It appears that the dilator may have been inserted through a section of the seal instead of the slit in the center of the seal. The instruction booklet contains guidelines for smartseal use. The IFU directs the user to insert the tissue dilator into sheath, thread dilator/sheath over guidewire, then slowly retract the guidewire and dilator. The hemostasis valve other remarks: will reduce loss of blood and inadvertent aspiration of air through the sheath during catheter insertion. A device history record review was performed and did not reveal any manufacturing related issues. It appears that the seal may have been damaged during dilator insertion resulting in subsequent separation from the hub. Therefore, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that in the operating theatre after placing the smartseal sheath in the (B)(6)female patient's jugularis interna, the user removed the dilator and placed the catheter. When peeling away the sheath, the surgeon saw that the hemostatic valve, inner and outer seal, of one half broke loose from the device. As a result, the smart seal sheath was removed and the user could then remove the piece of the seal that was torn off of the sheath. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.